Manufacturer narrative:
Investigation summary: false positives drawer b" were reported against bactec fx top instrument (material number: 441385, serial number: (B)(6)). The customer reported ten blood culture bottles were reported to be positive on the bactec fx instrument. Gram staining test confirmed the bottles were false positives. There are various causes for false positive results including reagent failure, instrument failure, incorrect blood volume, ambient temperature of the facility, and user workflow such as frequent drawer opening. Bd service discussed the various causes for a false positive result with the customer and the customer agreed to monitor for further false results. Field service was not dispatched to inspect the instrument. No parts were used or returned for investigation. A review of the service history for instrument serial number (B)(6) showed there were no further complaints regarding this issue on this instrument. A device history record review is not needed due to the age of the instrument. Based on the information provided, the complaint is unable to be confirmed as an instrument failure. The root cause is unknown. Bd quality will continue to monitor for false results on the bactec fx instruments.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 10 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the client calls us because last friday 03/26, 10 blood cultures came out positive from the instrument. The client operated on the gram +/- staining confirmation test but could not confirm the positivity. No growth of microbes was observed."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 10 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the client calls us because last friday (B)(6), 10 blood cultures came out positive from the instrument. The client operated on the gram +/- staining confirmation test but could not confirm the positivity. No growth of microbes was observed."